Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the axium coil was deployed but would not detach from the pusher wire. The physician attempted to detach the coil with the instant detacher two times. The physician did not try with another instant detacher. There was not a manual attempt at detachment via hypotube. There was no issue with the instant detacher. The devices used during the procedure were prepared as indicated in the IFU. There were no patient symptoms or complications associated with the event. The patient was being treated for a gi bleed. The patient's blood flow was normal and their vessel tortuosity was normal.

Manufacturer narrative:
H3: product analysis #279950178:equipment used- video inspection system (m-81850), ruler (m-83360), camera (panasonic lumix dmc-zs5) drawing(s) referenced: n/a as found condition- two concerto coils were returned for analysis within a shipping box, within two resealable plastic biohazard pouches and within an opened concerto outer carton. One concerto coil was returned within its introducer sheath, and one was not. As both devices were from the same lot and for the same failure, the two devices will be analyzed together. Visual inspection/damage location details: (first coil) no damages or irregularities were found with the introducer sheath. The actuator interface was found securely attached to the coupler tube. There is no evidence of detachment attempts using an instant detacher at this location. The break indicator was found intact. There is no evidence of manual detachment at this location. The concerto pusher was found kinked at ~23.5cm from the proximal end; and found kinked at ~13.2cm and ~5.8cm from the distal end. The coin was found still against the lumen stop. Blood was found under the ptfe shrink tubing and within the lumen stop. No damages or irregularities were found with the shield coil. The implant coil was found still attached to the pusher. The implant coil was found stretched and damaged. (Second coil) the actuator interface was found securely attached to the coupler tube. There is no evidence of detachment attempts using an instant detacher at this location. The break indicator was found intact. There is no evidence of manual detachment at this location. The concerto pusher was found bent at ~28.2cm from the distal end. The coin was found still against the lumen stop. Blood was found under the ptfe shrink tubing and within the lumen stop. No damages or irregularities were found with the shield coil. The implant coil was found still attached to the pusher. The implant coil was found damaged. Testing/analysis ¿ both concerto implant coils failed to detach using an in-house instant detacher or by breaking the break indicators and retracting the release wires as the release wire was found stuck. Under magnification, the ptfe shrink tubing were removed, and the blood was dissolved. The release wires were retracted, and the coins exited their respective lumen stops with no issues and no resistance encountered. No other damages or anomalies were found with the returned devices. Conclusion - based on the customer report and device analysis, the customer report of "non-detachment" was confirmed for both devices. It is likely the cause of the non-detachment is the blood found within the lumen stops and under the ptfe shrink tubing causing the coins to become stuck within the lumen stops. The pushers were found bent/kinked and the implant coils were found damaged/stretched. It is possible the damages found on the pusher contributed towards the failure to detach. It is possible the damages occurred when attempting to advance against resistance or damage during return shipping to medtronic. (Ngod10 2022-08-02) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the coil tracked smoothly.